Event description:
Event description guidant received information that, upon interrogation, this implantable cardioverter defibrillator (ICD) exhibited lower than expected battery voltage, so it was not implanted.